Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 2 months - 10 days after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported the patient expressed pain during the implant placement surgery. The patient will require another surgical intervention.